Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. 2. Was the suture removed in a routine post op procedure? -- other information requested is unknown. No product was available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a vaginal birth naturally on (B)(6) 2024 and suture was used. After performing a vaginal incision, the doctor used suture for suturing treatment. 25 days after delivery, the patient visited the obstetrics clinic. The vaginal mucosal suture was not absorbed, and the patient experienced pain and discomfort due to pulling. The doctor removed the suture. Additional information has been requested.